Manufacturer narrative:
Evaluation summary: the proximal segment of the 8mm by 60mm dilatation catheter and a portion of the balloon chamber inner guidewire lumen were received. The catheter distal tip and approximately 35mm of balloon material were not received. The proximal segment of the evercross dilatation catheter includes the y-manifold, sanguine residue was noted in the inflation lumen of the y-manifold, approximately 128 cm of the catheter, the proximal marker band, and approximately 3cm of the balloon chamber. The proximal catheter segment does not exhibit tensile stretching. The proximal balloon chamber was examined. The balloon chamber exhibits radial tearing. The inner guidewire lumen separation is at the distal end of the proximal marker band. The inner guidewire lumen segment returned exhibits tensile stretching, twisting, and lateral compression. The distal marker band is attached to the inner guidewire lumen. Cine image review: a cd of cines containing 35 cine folders from the procedure was received. Images are of a contrast injection of the right iliac to the patient¿s pelvis, a contrast injection of the right iliac to the patient¿s upper right thigh, guidewire and catheter navigation of the right iliac were viewed. Targeted vessel anatomy with guidewire and catheter are visible. The vessel exhibits two lesions. The cine images visualize the uninflated balloon marker bands. The vessel anatomy shows severe calcification within the treatment area. The images depict the catheter, guidewire and ancillary device in the brachial artery and attempt to snare marker band in the patient¿s brachial artery. An occlusion of the brachial artery is visible along with a spiral dissection of the vessel. The images show contrast flow within the patient¿s left brachial artery, guidewire and positioning of stent, stent deployed, and balloon positioned to post dilate the stent to treat dissection of brachial artery.

Event description:
The physician intended to use an evercross 8mm x 60mm balloon during procedure for treatment of a calcified right common iliac. The lesion exhibited moderate tortuosity and severe calcification with 95% lesion stenosis. It is reported that the balloon ruptured at 15 atms. The rated burst pressure was exceeded by 1 atm. The device was inflated once prior to the issue occurring. The procedure was extended by 1 hour 50 minutes. It is reported that the catheter of the device fractured. The balloon was removed by snare. All fragments of the balloon were retrieved. Another balloon was used to complete the procedure. After the fragment was removed, the mid right brachial was round to have a significant dissection and stenosis with decreased flow distally. A covered stent was placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.